Event description:
Fst was reported that patient had fallen out of bed, they only wanted to order coverlet but found out needed to order another foam mattress as well. Fst swapped out the foam mattress and installed coverlet. Initially when this complaint was reported, it was notified that this was joerns product. However, through additional investigation it was discovered this product is manufactured by gendron. Please note, this product has been discarded and not available for return. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).